Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) to the ilet, with the pump remaining in pairing mode and no alerts or alarms generated. Symptoms included no clinical effects and blood glucose remained stable. Outcomes included no impact to health or hospitalization. Customer support included troubleshooting and education, including toggling cgm settings between g7 and g6 on the pump and re-entering the sensor pairing code, after which pairing mode was confirmed and the user was informed of the standard pairing period. Investigation of this case revealed that the issue was limited to pairing between the cgm and the ilet, with no hardware malfunction observed and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or use-related factors during the pairing process.